Event description:
It was reported that during a laparoscopic cholecystectomy, the device was scissoring. This occurred while trying to clip a vessel. There was no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.